Event description:
The customer reported to olympus, the gyrus, pk-sp generator had an error message: check irrigation/ electrode (error 400 ref 26). The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was not confirmed. The device was inspected, tested, and passed all functional tests and a 2-hour burn-in test. The unit needs full calibration and tests. The current software is v3.03. The keypad had scratches. The fault log shows 400 ref 26, ten times: generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional event information. See b5 for additional event information provided by customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The reported issue did not occur during device testing, but error 400 entries were found in the fault log. The investigation determined that the issue likely occurred due to improper use of saline solution or a faulty electrode connection. However, the root cause could not be definitely determined in this case. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by customer: the product issue was found prior to procedure in the operating room. The customer could not confirm whether there was a procedural delay or whether procedure was completed.